Manufacturer narrative:
The date of this submission is 26-dec-2016. This report was re-assessed to be not reportable malfunction based on follow-up information received on 08-dec-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 07-nov-2016, from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date , the consumer started using listerine ultraclean access dental flosser replacement heads, (flavored) dentally for oral hygiene (lot number 1896d, frequency and expiration date unspecified). The consumer mentioned to have changed disposable head with every flossing. After an unspecified duration, in (B)(6) 2016 on the weekend prior to reporting, while flossing, the piece of u-shaped plastic came off from disposable head of the flosser in the customers mouth during use. The consumer stated that one replacement head was already broken with a loose piece of plastic in the package. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america. Additional information was received on 08-dec-2016 on 08-dec-2016, eight of twenty eight heads of device was received. On 15-dec-2016, they were visually inspected according to product specifications and test method by appearance and lot number was identified. Six were received unused and meet specifications for appearance. The flosser heads were not broken nor were pieces of plastic were broken loose. Visual inspection was performed on the retain samples and all results met specification. Field samples indicated one unused flosser head with an empty cavity which means the flavor is not present on the u-shaped plastic head, and the other one was received used with detached flavor. A review of complaint data revealed no unfavourable trends for the reported lot number. The analysis for this product and complaint category will be managed through monthly trending process. The complaint investigation was closed with a disposition of undetermined. This report had no adverse event. This report reassessed as a not reportable malfunction in the united states of america.

Manufacturer narrative:
The date of this submission is 21-nov-2016. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 07-nov-2016, from a consumer (age and gender unspecified) reporting on self from the united states of america. On an unspecified date , the consumer started using listerine ultraclean access dental flosser replacement heads, (flavored) dentally for oral hygiene (lot number 1896d, frequency and expiration date unspecified). The consumer mentioned to have changed disposable head with every flossing. After an unspecified duration, in (B)(6) 2016 on the weekend prior to reporting, while flossing, the piece of u-shaped plastic came off from disposable head of the flosser in the customers mouth during use. The consumer stated that one replacement head was already broken with a loose piece of plastic in the package. This report had no adverse event and the action taken with the device was unknown. This report was considered a reportable malfunction in the united states of america.